Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument failed an electrical continuity test. The instrument's distal clevis ear was removed to inspect the conductor wire weld and the instrument was found to have the conductor wire broken at the weld. In addition, thermal damage was observed on the weld location. Based on the information provided at this time, this complaint is being reported because the permanent cautery hook instrument arced and had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook was arcing at the elbow of hook. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.